Event description:
Patient reported she was "hospitalized due to pods causing her high bg." On (B)(6) 2012 at 2:29 am, patient's bg was over 500 mg/dl; she bolused 5.15 units. The rest of the day, her bg ranged from 230 mg/dl to 434 mg/dl; patient bolused an additional 14.30 units. At some point, patient went to the hospital (time unknown). Patient was treated with an IV drip. Her hcp would like her to manually administer insulin instead of using pods. The patient "does not wish to go back using shots." On (B)(6) 2012, patient was still wearing the same pod from the previous day and her bgs ranged from 318 mg/dl to 446 mg/dl. At 6:00 pm, she deactivated the pod and activated a new one. Patient was discharged on (B)(6) 2012. The pod was discarded and therefore no evaluation can be performed.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition or confirm any malfunction that may have caused or contributed to the patient's hyperglycemia. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." To avoid hyperglycemia the user guide recommends checking blood glucose levels "at least 4 to 6 times a day." The user guide discusses how to treat hyperglycemia as follows: check bg levels frequently to avoid overtreating; check for ketones when bg is 250 mg/dl or greater; if ketones are present, contact an hcp for guidance; if ketones are trace or negative, take a correction bolus as prescribed; check bgs again in 2 hours; if levels have not decreased then take a second bolus by injection using a sterile syringe; if feeling nauseous at anytime, check for ketones; if bgs remain high after a total of 4 hours then replace the pod using a new vial of insulin; contact an hcp for guidance. Product lot qualification records cannot be reviewed since no lot number was provided.